Manufacturer narrative:
Please note correction of catalog number was changed from: 142125, to: 515102.

Manufacturer narrative:
Investigation summary: the vial connected to the protector, injector and braun syringe was received wet with the antibiotic. Visual inspection shows that the needle of the protector is not vertically inserted in the rubber stopper. Once disassembled to be decontaminated, it is noticed that the needle is inserted through the aluminum cap. This suggests that the protector was not properly assembled and that is why leak occurred. During manufacturing process several test are carried out to avoid faulty parts. Among them, functionality test is performed as well. The protector during this test is connected to a vial. Device history record cannot be reviewed as the lot is unknown. It is recommended to follow the instructions explained in the IFU. M12 assembly fixture makes easier the connection. Investigation conclusion: leak between protector and vial. The vial connected to the protector, injector and braun syringe was received wet with the antibiotic. Visual inspection shows that the needle of the protector is not vertically inserted in the rubber stopper. Once disassembly to be decontaminated, it is noticed that the needle is inserted through the aluminum cap. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed in according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Hydrofobic filter leakage is performed to verify that no leaks are present in the filter. Functionality test is performed as well. The protector during this test is connected to a vial. Conclusion: the sample received show that the needle of the protector is not vertically inserted into the rubber stopper. It is inserted through part of the aluminum cap. This fact suggests that the protector was not properly assembly and that is why leak occurred. Protector must be inserted completely vertically inside the vial as it is explained in the IFU. M21 assembly fixture makes easier the connection. DHR cannot be reviewed as the lot is unknown. Root cause description: the sample received show that the needle of the protector is not vertically inserted into the rubber stopper. It is inserted through part of the aluminum cap. This fact suggests that the protector was not properly assembled and that is why the leak occurred.

Manufacturer narrative:
Device manufacture date: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd phaseal¿ protector p21 had leakage between the protector and the bottles cap when mixing antibiotics. Found during use. No serious injury or medical intervention noted.